Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue was not confirmed via returned device analysis. The reported difficult positioning the device in the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a causer for the reported sleeve steering issue. The difficulty positioning the device appears to be related to the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unusual movement of the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip advanced to toward the medial side of the target, the clip continued to advance toward the medial side despite the release of the m-knob and continued adjustment. The physician complaint that the mitral valve could not be properly grasped; therefore, the cds was removed. A new clip was implanted, reducing mr to 1-2. No additional information was provided.